Event description:
It was reported the pt desired better coverage of his left foot. The pt had two leads implanted with different lot numbers. The pt underwent revision surgery on (B)(6) 2014 where the physician cut 5 inches off the lead in the 1-8 ipg port leaving the remaining portion implanted. The physician implanted a new lead in the 1-8 ipg port, along with the original lead in the 9-16 ipg port, to capture the pt's pain. The pt's ipg was electively replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.